Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and gel bleed.

Event description:
Healthcare professional reported right side cancer, multiple lymph node enlargement, foreign material englobement phagocytosis, hemophagocytic syndrome on right side. The device remains implanted.